Manufacturer narrative:
Na.

Event description:
Customer complained about two discrepant inr results when coaguchek xs meters up0429230 and up043792 were compared to a lab using the stago rbt 16 standard reagent. Patient 1 was tested at 4:00 pm with meter up0429230 and the result was 5.2 inr. At 6:00 pm the patient was tested at the lab and the result was 3.2 inr. Patient 2 was tested by fingerstick at 2:00 pm on (B)(6) 2018 with meter up0437925 and the result was 7.2 inr. The patient was tested at the lab within 7 hours and the result was 4.5 inr. The patients dose was not changed and the patients are not on any new medications. No symptoms of bleeding or bruising for either patient. Customer did not have further patient information to provided. No adverse event was alleged. Retention test strips (304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.